Manufacturer narrative:
As reported, the used/damaged 3.4mm x 130mm suture hook, 45 degree left was discarded at the user facility and would not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported suture hook breakage was not able to be determined. However, based on available information and evaluation of similar complaints, the most probably cause of the reported breakage was use related due to age of the device and excessive force being applied to the tip of the suture hook while in use. Additionally, the suture hook is a limited reuse device (5 procedures) and the number of uses was not provided from the customer. A review of the device history record for this device could not be performed, as the lot number was not provided. A 2-year review of complaint history shows there have been a total of 9 complaints of "tip breakage" received for this product family including this one. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from these type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded.

Manufacturer narrative:
As of this filing, the used/damaged 3.4mm x 130mm suture hook, 45 degree left has not yet been returned to (B)(4) for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not been returned.

Event description:
On 06-feb-2017, (B)(4) received a user voluntary medwatch report #(B)(4) forwarded by the FDA. Listed below is the event description as stated on the user medwatch report: "the shutt linvatec spectrum suture passer broke during surgery. The instrument and tip (2 pieces) were successfully retrieved. No pieces remained in the patient's joint". Follow-up with the user facility representative confirmed that during a shoulder arthroscopy procedure the tip of the suture hook broke off in the patient and the broken portion was immediately removed with no problems noted. The procedure was otherwise completed with no patient injury or surgical delay with this reported breakage. The 15 years old, female patient was discharged as per routine procedure for this type surgery. This report is filed on the basic of potential for patient injury with recurrence.